Manufacturer narrative:
Additional information received from the customer indicates there was not an event of suspect positive bi and that the customer was calling to inquire about the process. Therefore, event is not MDR reportable by asp.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The affected load was recalled and reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.